Event description:
It was reported that during a da vinci-assisted surgical procedure, after an hour and 20 minutes of use, the surgeon observed that the monopolar curved scissors (mcs), with 02/10 lives, did not obey the same intensity command. When removing the mcs it was detected that the steel cable had broken. The mcs was replaced with another one to continue procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.